Event description:
It was reported that the programmer showed an error code/ message, ¿8476 motor stall.¿ it was stated that the patient was having troubles two days ago using ptm then yesterday saw the 8476 code. Last night ((B)(6) 2013) patient could get a bolus but the error code showed again this morning ((B)(6) 2013). Patient had experienced increased pain, nausea and was not feeling well. Patient had vicodin to take to help manage pain and healthcare provider (hcp) encouraged him to use that. Patient was currently travelling and planned to see the hcp. Drug delivered via the device was infumorph. It was later reported that the motor stall occurred (B)(6) 2013 at 7:40 am. Patient was having withdrawal symptoms. Patient did not have any MRI's. The patient went to the ER and got admitted and the pump was replaced friday night ((B)(6) 2013). It was added that the motor stall had not recovered. It was also stated that during surgery they were unable to aspirate csf (cerebrospinal fluid), however, only the pump was replaced. Patient outcome was noted as serious illness recovered without sequela.

Manufacturer narrative:
Analysis of the returned pump revealed pump/motor/gear train anomaly/corrosion and-or wear and-or lubrication and stall due to shaft-bearing. During analysis significant residue and shaft wear on the upper shaft of gear 2 was observed. Some residue on the jewel where the upper shaft of gear 2 inserts into the top bridge assembly was also noticed.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.